Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The two instruments arrived the hospital with crack in the plastic. Where / when did the event occur? Other arrived with crack. What action was taken/required to manage the problem during the procedure has not been in use. Was a patient involved: no.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.